Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that ¿when the bag is opened, the tubing is already mounted and there is a part with a fixed screw pitch. Or after connecting the pocket, there was a seepage by this screw step. I changed the tubing". There was unknown patient involvement.